Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that they experienced high blood glucose. The customer blood glucose level was unknown at the time of incident and the current blood glucose of the customer was 500 mg/dl. Customer¿s husband reported that the infusion set overnight was leaking from the side and the combination of that was cause the high blood glucose. Customer¿s husband reported that the sensor stopped working and usually she was in auto mode. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.